Manufacturer narrative:
Results: during functional testing, a pipe cleaner was inserted into the pump vacuum inlet and blood was observed inside the vacuum tubing. Conclusions: evaluation of the returned pump max confirmed blood was aspirated inside the vacuum pump. The complaint reported that the aspiration tubing was connected directly to the pump max vacuum inlet, rather than the canister, supplied by penumbra. If fluid is aspirated into the vacuum assembly, the pump may not function properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the aspiration tubing (tubing) was accidentally connected directly to the pump max rather than the canister. The pump max was then removed and was no longer used in the procedure. The procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.